Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys hcg + beta test system result for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial, sample a, hcg+beta result was 182.9 miu/ml with a data flag. A second sample, sample b, was collected from the patient. The hcg+beta result from sample b from the same analyzer was < 0.100 miu/ml with a data flag. Sample a was retested on the same analyzer and an hcg+beta result of < 0.100 miu/ml with a data flag was obtained. The erroneous result was released outside of the laboratory. There was no allegation of an adverse event. The hcg+beta reagent lot was 28429206 with an expiration date of 28-feb-2019. The customer was not using the required rack adapters on the analyzer. A field engineering specialist noticed that the customer was using control materials from different sets of kit lots. The control materials should come from the same kit lot. The qc results that were provided were acceptable. No general instrument or reagent problem could be identified. The investigation was unable to find a definitive root cause.